Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with a blood glucose value of approximately 350 mg/dl, and the user performed a full supply change including infusion set replacement; the specific device component implicated and the root cause remained unclear. Symptoms included elevated blood glucose. Outcomes included need for user troubleshooting and guidance to restore glucose to target. Investigation included technical support review and user education with step-by-step troubleshooting during the call. Investigation of this case revealed no definitive device malfunction and an undetermined cause. It was concluded that the event was user-reported hyperglycemia with unknown root cause, resolved through a full supply change and continued monitoring. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.